Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the common compute controller (ccc). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted parastomal hernia repair surgical procedure, the customer experienced blue fiber errors and had already attempted troubleshooting by reseating the blue fiber cable and power cycling, but the errors returned. The customer then indicated they were moving the case to a different system/room and would call back. The procedure was aborted to another dv system with no reported injury.